Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to k11240605 0074.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed.